Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and did not find similar reports that have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) from regarding a flogard IV solution administration set that was attached to an IV antibiotic, vancomycin, when the tubing separated from the chamber which lead to some of the solution spilling onto the nurse's arm. A patient was involved but no injury was incurred. No additional information is available.